Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 78" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
Per the audiologist, the patient was explanted (date not reported) due to an infection. More information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4) : device not available for analysis.

Manufacturer narrative:
Implanted device reamins.